Manufacturer narrative:
Event summary: it was reported, after a cesarean (c) section a bakri tamponade balloon catheter was used to treat postpartum hemorrhage (pph). No damage to the device was observed when the operator placed the device in position. The balloon ruptured when inflation volume reached 300ml. The device was removed and replaced with a new one to achieve hemostasis. Blood loss prior to device placement was 800ml and blood loss after the alleged malfunction with the device was 1000ml. No additional patient consequences were reported. Investigation - evaluation: reviews of the complaint history, device history record, instructions for use, and quality control procedures and a visual inspection of the device were conducted during the investigation. One bakri tamponade balloon catheter was returned for investigation. The returned device was confirmed to be ruptured along the length of the balloon. The length of the rupture was measured to be 7.5 cm. Under magnification, tool marks were observed near the proximal tip of the rupture. A document-based investigation evaluation was also performed. No related nonconformances were recorded, and no other lot-related complaints have been received. The device history record review provides objective evidence that the device was manufactured to specification. There is no evidence of nonconforming devices from the complaint lot in house or in the field. There were no identified gaps in the device quality control procedures. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which state, "upon removal from the package, inspect the product to ensure no damage has occurred." Although evaluation of the returned device indicates that balloon was likely punctured by an instrument during use, the customer has reported that no metal instruments were used with the device. Based on the available information, cook has concluded that the most probable cause of the reported event could not be determined. Cook will continue monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, after a cesarean (c) section a bakri tamponade balloon catheter was used to treat postpartum hemorrhage (pph). No damage to the device was observed when the operator placed the device in position. The balloon ruptured when inflation volume reached 300ml. The device was removed and replaced with a new one to achieve hemostasis. Blood loss prior to device placement was 800ml and blood loss after the alleged malfunction with the device was 1000ml. No additional patient consequences were reported.